Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow-up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a rituxiab secondary bag was spiked and IV fluid started leaking out of the "chemotherapy port", despite the tubing being clamped. "Fluid stopped leaking out of port when IV bag flipped upside down". No patient harm or medical intervention was reported. No further patient/event information was provided.